Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The unspecified lesion was located in a moderately calcified and moderately tortuous unspecified coronary vessel. The physician inflated the 15mm x 2.00mm apex monorail balloon catheter 'several times' to unspecified atms, however, the balloon ruptured. The procedure was completed with a different device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).